Event description:
A (B)(6) male pt contacted zoll customer support to report that the wire for the back therapy electrode pad was disconnected from the tactile alarm box. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of the electrode belt (B)(4) has been completed. The reported problem (damaged cables or wires exposed) has been confirmed. Upon arrival the cable connecting the rear therapy electrodes to the distribution node was pulled out of the distribution node, gel fire wires were also pulled from the distribution node, and the black pulse wires were ripped apart at the solder connection. The root cause for the pulled cable and exposed wires cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.